Event description:
It was reported the flex deflectable videoscope exhibited a blackout. The issue occurred during the maintenance of the device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: dust, stain, or foreign materials adhered to the electrical contacts in the scope connector, and the connecting status was imperfect, leading to the temporary poor electrical connecting status to the system. The appearance checks of the endoscope observed damage such as chipping on a-rubber glue of the bending section. Mechanical stress or load such as bumping and dropping was applied to the electrical circuit in the image sensor of the image sensor unit which was embedded in the distal end section of the endoscope. Then, it temporarily led to the poor electrical connecting status, which exercised a negative impact to the image signal output to make it unstable. Electrical load or stress had been accumulated due to energization to the electrical board in the image sensor mounted on the image sensor unit embedded in the distal end of the endoscope as well as energization to the electrical board in the scope connector, including electrical parts installed on the electrical bards. Or static electricity had been accidentally applied. Or, overcurrent had flown due to connection/disconnection while the system was powered on. As a result, the electrical connecting status temporarily became poor, which exercised a negative impact to the image signal output to make it unstable. Moreover, overcurrent may have occurred due to connection/disconnection while the system was powered on, overcurrent from other devices or electrical wiring, or adhesion of dust and moisture to the electrical contacts on the system and those in the video connector. The instruction manual states the inspection method associated with the event in " instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.